Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2024. On approximately (B)(6) 2024, the pediatric patient was at home with a fever. The cgm was displaying high and the bg was 370 mg/dl. The patient's parent provided the patient tylenol (10mg, 1 tablet) and insulin (unremembered dose). It was reported that the cgm kept alerting for high so the parent took the patient to the hospital. A doctor checked the cgm and it was displaying low. They checked a bg and it was 370 mg/dl. The doctor tried to calibrate the cgm was it still displaying low. The doctor removed the sensor and monitored the patient's bg with a bg meter. The doctor evaluated the patient and stated the patient had ketones and an infection from the sensor. The patient was treated with IV antibiotic and eucerin ointment. The patient was admitted to the hospital for 3 days until their blood sugar was in normal range. The patient was discharged on (B)(6) 2024. At the time of the report, the patient was doing fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.